Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on "(B)(6)-2004: the patient had an on the job injury where he was pushed off balance and hit his thigh on some water crates. (B)(6)-2004: the patient underwent MRI of the lumbar spine. Findings: degenerative disc disease at l5-s1 with broad protrusion more prominent at the right paramedian aspect. No frank extrusion noted. Mild facet osteoarthritis suggested at l4-5 and l5-s1. No extruded discs. Schmorl's node formation noted. (B)(6)-2004: the patient underwent MRI of the lumbar spine. Findings: small left paracentral/ lateral protrusion of the l5-s1 intervertebral disc abutting the thecal sac and the left s1 nerve root and resulting in mild to moderate left l5-s1 neural foraminal narrowing, unchanged, mild annular bulge of the l2-3 intervertebral disc, unchanged, mild loss in height of the l4-5 intervertebral disc, mild degenerative changes of the intervertebral disc of the thoracolumbar junction. (B)(6)-2004: the patient underwent x-rays of the lumbar spine. Findings: small amount of motion at the l5-s1 level noted with flexion /extension. Approximately 3mm of retrolisthesis is seen during extenstion improving to normal alignment with flexion. Mild retrolisthesis at l2-3 level, which does not significantly change with flexion and extension. Mild degenerative disc disease at l2-3 level. Mild wedge configuration of the l2 vertebral body may be related to small variant or minimal old compression fracture. (B)(6)-2005: the patient underwent MRI of the lumbar spine. Findings: moderate central l5-s1 disc protrusion, causing mild lateral recess stenosis, but no impingement. Moderate left foraminal narrowing, which may affect the exiting left l5 nerve root. Mild left paracentral t11-12 contained disc herniation, without significant stenosis or impingement, moderate left posterolateral t1-2-l1 disc protrusion without impingement, mild chronic anterior compression fractures of t1-2 and l2, no significant change with weight bearing and no evidence of listhesis. (B)(6)-2005: the patient underwent CT of the lumbar spine. Findings: degenerative disc disease and facet degenerative joint disease. L5-s1 annular disc tear. Mild left l5-s1 neuroforaminal stenosis. The patient also underwent lumbar discogram. Findings: at l5-s1, moderate degenerative disc disease with a posterior annular tear with a strongly concordant low back pain response. (B)(6)-2005: the patient presented with low back pain. He stated he had left leg pain that began in the buttock down to the foot. He has numbness in the left foot. (B)(6)-2006: the patient presented with unchanged symptoms from (B)(6)-2005. Assessment: l5-s1 degenerative disc disease causing back pain, discogram finding indicate concordant pain at l5-s1 which is consistent with the degenerative changes on MRI scan; left l5-s1 neuroforaminal stenosis contributing to left leg pain. (B)(6)-2006: the patient presented with the following preoperative diagnoses: l5-s1 degenerative disk disease; left l5-s1 neural foraminal stenosis; l5-s1 internal disk disruption with discopathy. The patient underwent the following procedures: l5-s1 anterior decompressive discectomy; anterior lumbar interbody fusion, l5-s1 with inter fix cages; arthrodesis l5-s1 with rhbmp-2/acs. The cages were packed with rhbmp-2/acs soaked sponges. With the double barrel tang in place and then using fluoroscopy, the team performed an anterior decompressive discectomy with the power reamer and pituitary rongeurs and then placed the reduce profile cage on the right and the standard cylindrical cage on the left under fluoroscopy. Excellent position of both cages was obtained. We checked ap fluoroscopy and the cages were beautifully positioned. No patient complications were reported. (B)(6)-2006: the patient presented with a preoperative diagnosis of l5-s1 discopathy, status post alif. The patient underwent an l5-s1 plate implant procedure. No patient complications were noted. (B)(6)-2006: the patient underwent x-rays of the lumbar spine. Findings: reported cage device in the l5-s1 level appearing to be centrally located in the intervertebral space. Vertebral bodies appear normal in alignment. (B)(6)-2006: the patient presented stating he was experiencing a jolt of pain when rising from lying down or sitting. He also had left leg radiating pain. (B)(6)-2006: the patient underwent x-rays of the lumbar spine. Findings; interbody hardware fusion l5-s1 in good alignment (B)(6)-2006: the patient reported significant improvement. Leg pain was different and back pain had decreased. (B)(6)-2006: the patient underwent lumbar x-rays. Post-surgical changes at l5-s1. The patient had solid bone growth anterior to the cages, signifying a solid fusion. (B)(6)-2006: the patient presented with low back pain at the site of the posterior incision. He states it feels like bone pain. He has numbness and tingling in the left posterior thigh and left foot, but it has improved. (B)(6)-2007: the patient presented stating he gets a sudden jolt of electricity when going down a hill or making a sudden move. He states his left leg gave out on him. Assessment: mid low back pain with some tingling and numbness in the left leg. (B)(6)-2007: the patient underwent MRI of the lumbar spine. Mild multilevel degenerative changes of the thoracolumbar intervertebral discs as previously described including a mild annular disc bulge of l2-3 and a small central protrusion at t11-12 unchanged. (B)(6)-2007: the patient presented with left sided lumbar pain that radiates posteriorly to the mid thigh, then is in the posterior calf to the top and bottom of the foot. He reports numbness and tingling in the same areas. He reports weakness in the left leg and foot and has stumbled. Diagnoses: lumbosacral radiculitis; l2-3, l3-4 anterolisthesis; facet syndrome; low back pain. (B)(6)-2007: the patient presented for follow up following MRI scan for leg weakness and back pain. The patient reports that his left leg doesn't get the signal to move. The patient reports numbness and tingling in the left leg and foot. Assessment: status post l5-s1 spire spinous process plate; solid fusion sp l5-s1 alif with interfix cages and arthrodesis l5-s1 with bmp; excellent post op results with improving residual symptoms."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with: l5-s1 degenerative disk disease; left l5-s1 neural foraminal stenosis; l5-s1 internal disk disruption with discopathy. The patient underwent the following procedures: l5-s1 anterior de-compressive discectomy; anterior lumbar inter-body fusion, l5-s1 with cages; arthrodesis l5-s1 with bmp (rhbmp-2). As per-op notes, ¿16 mm*20 mm cages, one reduce profile and one standard cylindrical system were selected. The cages were packed with bmp soaked sponges. With the double tang in place and then using fluoroscopy, an interior de-compressive discectomy was performed with the power reamer and pituitary rongeurs and then placed the reduce profile cage on the right and the standard cylindrical cage on the left under fluoroscopy. No patient complications were reported. The patient also presented with l5-s1 disk disease and underwent exploration, exposure of the l5-s1 disk space for a planned neurosurgical procedure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the surgeon used interbody cages packed with bmp soaked sponges. Post-op, the patient developed nerve damage in limbs and chronic pain in limbs.